Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the needle disconnected from the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: procedure name and date? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle piece removed from the patient during the same procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: one empty opened overwrap packet, an empty labeled winding former, a needle and a needle/suture of product code 8702 were returned for analysis. The product code is double armed. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected, the hole was observed with suture remnant. During the visual inspection of one extreme of the suture, cutting and crimping marks that appears to be by use of surgical instrument were found. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. On the second needle no defects or detached needle was observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.